Event description:
Open bleeding wound [wound haemorrhage] burn spots [thermal burn] disc may be broken and it has caused the burn [product quality issue] case description: this is a spontaneous report from a contactable consumer. A (B)(6) male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, lot #j24069, exp date: oct2017), via an unspecified route of administration from an unspecified date for an unspecified indication. Medical history included arthritis. The consumer's concomitant medications were not reported. The consumer stated that he had been using thermacare heatwrap for 3 years and always wore a shirt under them. On an unspecified date, the consumer was burned in two spots through the t-shirt. It appeared a disc might have been broken which caused the burn. One of the burn spots were healing but the other turned into an open bleeding wound on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken as a result of the events included applying zinc and castor oil creme. The outcome of the burn is recovering, and the outcome of the wound was unknown. Company clinical evaluation comment based on the information provided, the events thermal burn and wound hemorrhage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and wound hemorrhage as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. Without the alleged defective wrap for evaluation it is difficult to determine a root cause of heat cell pack damage.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: j24069, expiration date: oct2017) from (B)(6) 2015 for hip pain and back pain. Medical history included a metal plate in his hand, arthritic hip, arthritic knee and hernia. Concomitant medications included quetiapine 25 mg daily at night, paracetamol 500 mg as needed for pain and quinine sulphate 300 mg as needed for cramp, all prescribed by his doctor. Past product history included thermacare heatwraps (thermacare heatwraps) once a week from an unspecified date in 2012 for an unspecified indication. The patient stated he had been using thermacare heatwraps for 3 years and always wore a shirt under them. On (B)(6) 2015, the patient reported using the heatwrap for 6 hours attached to his clothing. When he removed the heatwrap at 10 pm, he noticed he was burned in 2 spots through his t-shirt. The burns were large second degree burns plus a severe reddening of his skin over a large area. He mentioned there was a deep cavity about the size of a 50 cent piece. The patient indicated he did not feel burning, just normal temperature while wearing the heatwrap. He did not check his skin under the product while wearing the heatwrap. The patient stated it appeared a disc might have been broken which caused the burn. One of the burn spots was healing but the other turned into an open bleeding wound on an unspecified date. He consulted a doctor who examined the wound and sent him to a nurse for dressing. The large wound was still evident oozing fluid, still burning and very painful despite several visits to doctor and nurses. The patient assessed his skin tone as medium. He denied having sensitive skin or any abnormal skin conditions. The patient indicated he had not used any other heating products for pain relief. He had read the usage instructions prior to product usage. The patient did not engage in exercise while using the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the events included applying zinc and castor oil cr&#525;e along with a dressing under the advisement of a pharmacist. Clinical outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. Without the alleged defective wrap for evaluation it is difficult to determine a root cause of heat cell pack damage. Follow up (24aug2015): new information received from contactable consumer includes: concomitant medications, medical history, suspect product start/stop dates, suspect product indication, action taken with suspect product, therapeutic measures taken, event onset date, reaction data (additional events of device misuse, second degree burns and wound secretion) and events outcome. Follow-up (02sep2015) new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Company clinical evaluation comment: based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, wound secretion, device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, wound secretion, device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. Without the alleged defective wrap for evaluation it is difficult to determine a root cause of heat cell pack damage.

Event description:
Large second degree burn [burns second degree]. Burn spots [thermal burn]. Disc may be broken and it has caused the burn/liquid burst from the wrap onto his skin causing a burn [product quality issue]. Chemical burn [chemical injury]. Open bleeding wound [wound haemorrhage]. Superficial ulcer over left anterior iliac crest in keeping with a chemical burn [ulcer]. Did not check his skin under the product while wearing the heatwrap [intentional device misuse]. Large wound still evident oozing fluid [wound secretion]. Case description: this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) (lot #: j24069, expiration date: oct2017) from (B)(6) 2015 for hip pain and back pain. Medical history included a metal plate in his hand, arthritic hip, arthritic knee and hernia. Concomitant medications included quetiapine 25 mg daily at night, paracetamol 500 mg as needed for pain and quinine sulphate 300 mg as needed for cramp, all prescribed by his doctor. Past product history included thermacare heatwraps (thermacare heatwraps) once a week from an unspecified date in 2012 for an unspecified indication. The patient stated he had been using thermacare heatwraps for 3 years and always wore a shirt under them. On (B)(6) 2015, the patient reported using the heatwrap for 6 hours attached to his clothing. When he removed the heatwrap at 10 pm, he noticed he was burned in 2 spots through his t-shirt. The burns were large second degree burns plus a severe reddening of his skin over a large area. He mentioned there was a deep cavity about the size of a 50 cent piece. The patient indicated he did not feel burning, just normal temperature while wearing the heatwrap. He did not check his skin under the product while wearing the heatwrap. The patient stated it appeared a disc might have been broken which caused the burn. One of the burn spots was healing but the other turned into an open bleeding wound on an unspecified date. He consulted a doctor who examined the wound and sent him to a nurse for dressing. The large wound was still evident oozing fluid, still burning and very painful despite several visits to doctor and nurses. According to a reporting physician, the patient told this physician that liquid burst from the wrap onto his skin causing a burn. He was seen by the physician's colleague in the practice on (B)(6) 2015 to review the burn. He was found to have a superficial ulcer over his left anterior iliac crest in keeping with a chemical burn. Since that time he had been seen repeatedly in the practice for dressings and wound management by their nurses and reviewed by the physician. His history was consistent of one with a chemical burn and the physician could see no other obvious cause for his symptoms. The patient assessed his skin tone as medium. He denied having sensitive skin or any abnormal skin conditions. The patient indicated he had not used any other heating products for pain relief. He had read the usage instructions prior to product usage. The patient did not engage in exercise while using the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the events included applying zinc and castor oil creme along with a dressing under the advisement of a pharmacist. Clinical outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. Without the alleged defective wrap for evaluation it is difficult to determine a root cause of heat cell pack damage. Follow up (24aug2015): new information received from contactable consumer includes: concomitant medications, medical history, suspect product start/stop dates, suspect product indication, action taken with suspect product, therapeutic measures taken, event onset date, reaction data (additional events of device misuse, second degree burns and wound secretion) and events outcome. Follow-up (02sep2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Follow-up (28oct2015): new information received from a contactable physician included: product complaint verbatim liquid burst from the wrap onto his skin causing a burn and reaction data (additional events of superficial ulcer and chemical burn added as well as causality statement). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, chemical injury, superficial ulcer, wound secretion, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. The sample has been received, the consumer returned sample evaluation did not provide any additional information to aid in determining a root cause of the alleged heat cell pack damage/leak. There were no obvious defects to the returned wrap.

Event description:
Large second degree burn [burns second degree]. Burn spots [thermal burn]. Disc may be broken and it has caused the burn/liquid burst from the wrap onto his skin causing a burn [product quality issue]. Chemical burn [chemical burn of skin]. Open bleeding wound [wound haemorrhage]. Superficial ulcer over left anterior iliac crest in keeping with a chemical burn [ulcer]. Did not check his skin under the product while wearing the heatwrap [intentional device misuse]. Large wound still evident oozing fluid [wound secretion]. Case description: this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6)-year-old male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: j24069, expiration date: oct2017) from 07aug2015 for hip pain and back pain. Medical history included a metal plate in his hand, arthritic hip, arthritic knee and hernia. Concomitant medications included quetiapine 25 mg daily at night, paracetamol 500 mg as needed for pain and quinine sulphate 300 mg as needed for cramp, all prescribed by his doctor. Past product history included thermacare heatwraps (thermacare heatwraps) once a week from an unspecified date in 2012 for an unspecified indication. The patient stated he had been using thermacare heatwraps for 3 years and always wore a shirt under them. On (B)(6) 2015, the patient reported using the heatwrap for 6 hours attached to his clothing. When he removed the heatwrap at 10 pm, he noticed he was burned in 2 spots through his t-shirt. The burns were large second degree burns plus a severe reddening of his skin over a large area. He mentioned there was a deep cavity about the size of a 50 cent piece. The patient indicated he did not feel burning, just normal temperature while wearing the heatwrap. He did not check his skin under the product while wearing the heatwrap. The patient stated it appeared a disc might have been broken which caused the burn. One of the burn spots was healing but the other turned into an open bleeding wound on an unspecified date. He consulted a doctor who examined the wound and sent him to a nurse for dressing. The large wound was still evident oozing fluid, still burning and very painful despite several visits to doctor and nurses. According to a reporting physician, the patient told this physician that liquid burst from the wrap onto his skin causing a burn. He was seen by the physician's colleague in the practice on (B)(6) 2015 to review the burn. He was found to have a superficial ulcer over his left anterior iliac crest in keeping with a chemical burn. Since that time he had been seen repeatedly in the practice for dressings and wound management by their nurses and reviewed by the physician. His history was consistent of one with a chemical burn and the physician could see no other obvious cause for his symptoms. The patient assessed his skin tone as medium. He denied having sensitive skin or any abnormal skin conditions. The patient indicated he had not used any other heating products for pain relief. He had read the usage instructions prior to product usage. The patient did not engage in exercise while using the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the events included applying zinc and castor oil creme along with a dressing under the advisement of a pharmacist. Clinical outcome of the events was not resolved. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. The sample has been received, the consumer returned sample evaluation did not provide any additional information to aid in determining a root cause of the alleged heat cell pack damage/leak. There were no obvious defects to the returned wrap. Follow up (24aug2015): new information received from contactable consumer includes: concomitant medications, medical history, suspect product start/stop dates, suspect product indication, action taken with suspect product, therapeutic measures taken, event onset date, reaction data (additional events of device misuse, second degree burns and wound secretion) and events outcome. Follow-up (02sep2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Follow-up (28oct2015): new information received from a contactable physician included: product complaint verbatim. Liquid burst from the wrap onto his skin causing a burn and reaction data (additional events of superficial ulcer and chemical burn added as well as causality statement). Follow-up (30oct2015) new information from product quality complaint (pqc) group included: updated qa results to include returned sample results. Follow up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, chemical injury, superficial ulcer, wound secretion, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, chemical injury, superficial ulcer, wound secretion, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. The sample has been received, the consumer returned sample evaluation did not provide any additional information to aid in determining a root cause of the alleged heat cell pack damage/leak. There were no obvious defects to the returned wrap.

Event description:
Large second degree burn [burns second degree], burn spots [thermal burn], open bleeding wound [wound haemorrhage], disc may be broken and it has caused the burn [product quality issue,] did not check his skin under the product while wearing the heatwrap [device misuse], large wound still evident oozing fluid [wound secretion]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: j24069, exp date: oct2017) from (B)(6) 2015 for hip pain and back pain. Medical history included a metal plate in his hand, arthritic hip, arthritic knee and hernia. Concomitant medications included quetiapine 25 mg daily at night, paracetamol 500 mg as needed for pain and quinine sulphate 300 mg as needed for cramp, all prescribed by his doctor. Past product history included thermacare heatwraps (thermacare heatwraps) once a week from an unspecified date in 2012 for an unspecified indication. The patient stated he had been using thermacare heatwraps for 3 years and always wore a shirt under them. On (B)(6) 2015, the patient reported using the heatwrap for 6 hours attached to his clothing. When he removed the heatwrap at 10 pm, he noticed a he was burned in 2 spots through his t-shirt. The burns were large second degree burns plus a severe reddening of his skin over a large area. He mentioned there was a deep cavity about the size of a 50 cent piece. The patient indicated he did not feel burning, just normal temperature while wearing the heatwrap. He did not check his skin under the product while wearing the heatwrap. The patient stated it appeared a disc might have been broken which caused the burn. One of the burn spots was healing but the other turned into an open bleeding wound on an unspecified date. He consulted a doctor who examined the wound and sent him to a nurse for dressing. The large wound was still evident oozing fluid, still burning and very painful despite several visits to doctor and nurses. The patient assessed his skin tone as medium. He denied having sensitive skin or any abnormal skin conditions. The patient indicated he had not used any other heating products for pain relief. He had read the usage instructions prior to product usage. The patient did not engage in exercise while using the heatwrap. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken as a result of the events included applying zinc and castor oil creme along with a dressing under the advisement of a pharmacist. Clinical outcome of the events was not resolved. Follow up (24aug2015): new information received from contactable consumer includes: concomitant medications, medical history, suspect product start/stop dates, suspect product indication, action taken with suspect product, therapeutic measures taken, event onset date, reaction data (additional events of device misuse, second degree burns and wound secretion) and events outcome. Company clinical evaluation comment based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, wound secretion, device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, thermal burn, wound hemorrhage, wound secretion, device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event disc may be broken and has caused the burn is assessed as associated with the device. This case meets follow up 10-day EU and 30-day FDA reportability.